Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: manufacturing location: supplier ¿ fathom manufacturing llc (mark two engineering) / inspected and packaged by: monument. Release to warehouse date: 14-aug-2023. Expiration date: 30-jun-2033. Part number: 03.404.020s, 12.0mm reamer head for ria 2-sterile. Lot number: 7323p64 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m020, ria ii reamer head 12.0mm. Lot number: 4451p94. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certification for heat treat was reviewed and determined to be conforming. Certificate of compliance was reviewed and determined to be conforming. Certificate of tests was reviewed and determined to be conforming. The radiograph was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the radiograph revealed that the four prongs of the 12.0mm reamer head for ria 2 sterile have broken off. The prongs can be observed embedded in the patient's body. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø12 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the surgeon was performing an antegrade ria2 bone-harvesting procedure. When removing the ria2 assembly from the proximal femur, the ria2 head broke at the junction of the 4 flanges and the cutting reamer head. As the reaming rod was removed with the cutting end of the ria2 head attached, the detached flanges became impaled in the surrounding soft tissues. The surgeon made several attempts to retrieve the fragments, however after 30+ minutes of consistent effort, decided that more harm was being done to the soft tissues and had to abandon the retrieval efforts. The product failure resulted in 4 fragments, roughly 5mm x 2mm x 1mm left within the soft tissues of the patient's hip abductors. The graft harvesting procedure was completed. No further information is available. This report is for a 12.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).